Event description:
It was reported by the physician that the patient had passed away. The cause of death was believed to be epilepsy related however it was stated to not be related to the vns. The generator and lead were explanted and received by the manufacturer for analysis however, analysis has not been completed to date. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4)

Event description:
Analysis was completed on the generator and lead that were explanted after the patient passed away. The device was placed in a simulated body temperature environment and the device showed no signs of variation in the output signal and provided the expected level of therapy. There were no performance or any other type of adverse conditions found with the pulse generator. Lead analysis was competed on the single portion of lead that was returned without the electrodes attached. There were set screw marks on the connector pin which indicate that at one time the pin was properly inserted into the generator. There were cut openings noted in the silicone tubing where the positive coil was protruding. The cut opening does not look like typical wear and is indicative of damage during the explant procedure. There were abrasions noted in multiple locations on the outer silicone tubing. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.